Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent localized alveolar ridge augmentation utilizing rhbmp-2/acs concurrent with dental implant placement. Immediately post-op, the patient developed erythema, edema, and oral pain. The patient was given medication for the oral pain, and all symptoms had resolved within two months post-op. Approximately two months post-op, the patient was diagnosed with hypothyroidism and given medication, the condition is ongoing. Six months post-op, the patient reported neuropathy in her spine. No treatment has been provided, and the symptom is ongoing. Per the healthcare professional, the hypothyroidism and neuropathy in the spine are not related to the surgical procedure or the rhbmp-2/acs.